Event description:
During laparoscopic cholecystectomy, the clip applier would fire everytime but the clips would fall off of the applier before the surgeon could use them inside the pt. Doctor removed the loose clips. No injury to pt per surgeon.